Event description:
It was reported that the image on the monitor of the 6800 system is distorted. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. The image processor pcb, the video control pcb and the system interface. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l information is received that indicates otherwise, a follow-up report will be submitted as required.